Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38mg/dl. Reportedly, customer entered and delivered an additional bolus, resulting in a decreased bg. Customer consumed orange juice to address bg.